Manufacturer narrative:
The expiratory valve of the device was requested for investigation. Investigation results will be reported in a follow up report.

Event description:
It was reported that: a pt within the postoperative period, which was ventilated in ippv, had obstruction of expiration and hyperinflation. The pt showed hemodynamic instability with severe bradycardia. Medical guard quickly disconnected the tubing from the ventilator. This produced abundant exhalation and recovering of hemodynamic stability within minutes. The doctor had noted an airway pressure of about 60 mbar without flow cut by the device. It was reported that the pt suffered no damage.